Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump said delivery stopped as battery needs to be replace, power error detected and power loss. She changed battery but today pump is doing same thing. This was the second occurrence of replace battery now without a low battery warning. The customer reported that the pump had not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g/640g pump with software version 2.6. The customer previously called to report power error detected. Power error detected did not recur within a week of troubleshooting the previous occurrence. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.